Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic colostomy reversal the surgeon tried to attach the anvil and three times it would slip off and not attach. On the fourth attempt the surgeon was successful and got the anvil to attach. The procedure was completed with this device with no patient consequences. The donuts were complete and the leak test passed.